Event description:
For the device object of this report, two events were reported: induction tests were performed during implantation in 2007, and also at one week post implant check one week later. In both cases, the charge time corresponding to the shock delivered was too short according to the physician. A re-intervention was performed the next week: guide wire was inserted into the central vein. The goal of this intervention was unk. Nevertheless, therapies were not de-activated, and during this operation, 4 inappropriate shocks with overload condition (i.e. Not delivered to pt heart) were encountered. Add'l info rec'd later: pt passed away two months later.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. No info about pt consequences or pt condition for both reported events. Device follow-up files were analysed. In response to the warning letter that the united states food and drug administration issued to ela medical (2009), ela is filing this MDR at this time.